Event description:
(B)(4). Initial report: this case was reported by a physician and involves a (B)(6) female. One year ago she had been treated with poly-l-lactic acid (sculptra, treatment was performed by another physician; location: perioral folds above and below lips, nasolabial folds). After a short period of time, the patient recognized palpable, visible nodules at injection sites with increasing tendency since (B)(6) 2008. Corrective treatment included triamcinolone. Outcome: ongoing.

Manufacturer narrative:
Additional information received on (B)(6) 2008: addendum provided by physician via company representative: the nodules at the injection sites were described as "collagen-nodules," rather than granulomas. Possible explanations: injection too superficial, depots too big, concentration too high (dilution?), wrong injection technique. Addendum provided by physician via data collection form on (B)(6) 2008: the patient was treated with poly-l-lactic acid in (B)(6) 2007. Since (B)(6) 2007, the patient developed palpable nodules with increasing consistency. Corrective treatment included the injection of water into the single points in (B)(6) 2008 without success. Medical history includes rhinitis allergica. Addendum for follow-up received 05-sep-2008. Assessment after ptc investigation: batch record review without hint to root cause. No faults, defects, damages detectable.